Event description:
Pt receiving hemodialysis on the baxter sps 1550. Hcp removed the device from pt use following this treatment stating the device removed the goal ultrafiltrate in less time than programmed. No medical intervention and no pt injury was indicated in the initial report. No further info was available for this report.